Event description:
It was reported that there was a backup operation noted on the pacemaker in the box. No patient was involved.

Event description:
It was reported that a data problem was noted on the pacemaker in the box. No patient was involved.

Manufacturer narrative:
Correction: b5 and h6 - medical device problem code, backup operation was not alleged or reported. The reported event of pacemaker found in back-up mode could not be confirmed. The reported event of transient non-maskable interference (nmi) was confirmed. The generator was received in normal working condition with battery voltage above the elective replacement indicator (eri). Analysis of the device image found transient nmi memory errors registered in the device memory consistent with an integrated circuit anomaly. Electrical and mechanical analysis was performed and indicated normal device functionality. The transient nmi could not be reproduced. A device history review was performed, and the product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.